Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? How long was the procedure extended (minutes)? Was there a change in the procedure? If yes, please explain. Did the post-operative care change based on the extended or time?

Event description:
It was reported that during an unknown procedure, the stapler cut but did not staple. There was a slight delay to the surgery. There were no patient consequences. Case completed with another device of the same product code. One device will not be returned.